Event description:
Patient received her first treatment for bikini laser hair removal with spectrum 810 diode laser on (B)(6) 2026. After treatment was done patient sent a picture of darkened spot in the bikini area to provider andthey advised applying aquaphor or vaseline and requested she call back with any concerns. (B)(6) patient notified proider that she visited her pcp and urgent care on (B)(6) 2026 due to an open lesion in the bikini area. Patient denied excessive sun exposure on a trip to (B)(6) or any aggressive manipulation of the lesions. (B)(6) 2026 urgent care notes indicate "full thickness burn of groin due to laser hair removal, likely due to inappropriate laser settings. No current infection and expected prolonged healing."

Manufacturer narrative:
Rohrer aesthetics has made 4 attempts to provider to obtain patient healing status and to further evaluate treatment parameters and techniques with no response. Rohrer aesthetics will trend and track adverse events of a similar nature. Rohrer aesthetics will reopen case if provider communicates with additional information.